Manufacturer narrative:
Sensor 3mh002196am has been returned and investigated. Sensor plug is properly seated and no physical damage observed on sensor patch. Attempted to scan the sensor with evm (evaluation module) but sensor did not scan. Reset the evm and scanned the sensor again but sensor did not scan. Dspc-21 issue was created to address the sensor data unable to be extracted issue. Extended investigation has been performed. Visual inspection was performed and no issues were observed. Extracted the data from the returned sensor but failed. De-cased the returned sensor and observed contamination on the pcba. The pcba was cleaned off and able to extract the data from the sensor. The sensor was reprogrammed and activated the returned sensor. Performed linearity testing and observed the returned sensor passed indicating the electronics are functioning properly. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.